Event description:
It was reported that the customer experienced low blood glucose levels. The customer's blood glucose was 49 mg/dl. Advised customer to treat his blood glucose by eating or drinking something. The customer stated that he ate a sandwich to raise his blood glucose. Advised customer to disconnect the insulin pump from his body. The customer stated that he was attempting to bolus. Advised customer to not bolus until his blood glucose was stable. The customer confirmed that the issue was not with the insulin pump but rather an error on behalf of the customer. At the end of the call, the customer's blood glucose was 102 mg/dl. The customer declined further troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.